Event description:
Event was re-evaluated for MDR decision at the end of the investigation process on 1/8/2007. During a shoulder procedure, the pump began to continuously run (tubing was changed but did not help). The pt's shoulder swelled up. Surgeon massaged the tissue to remove excessive fluid. Pt was monitored 24, 48 hours. No add'l intervention was required to treat the condition reported. Follow up with hosp revealed no further complications had been reported with the pt. Tubing was discarded. This device is used for treatment.

Manufacturer narrative:
The MFR could not duplicate the customer's complaint. MFR's eval revealed the pump flow rate is so low, it could not prime a tube set. Based on this condition, this device would have not contributed to the event reported. Review of similar incidents reported to arthrex, where pump & tubing were returned for eval, indicate that operating room procedures related to the set up of the device and associated tubing did not conform to instructions provided with the device and associated tubing set. The instructions for use for both pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. The labeling for the device and the associated tubing, the instruction manual for the pump and a troubleshooting guide for the device provided with each device and tubing set, clearly outlines the proper set up procedure and sufficiently warns the user of the potential consequences (extravasation) if the directions are not followed.